Manufacturer narrative:
Notification was received that a saiph revision left knee was planned for (B)(6) 2019. Information was provided on (B)(6) 2019 which stated that the implants were explanted and a revision system from another company was implanted. It was stated that the revision was required due to tibial rotation. The device history record relating to the manufacture of part number 193-602, lot 224553 was performed which confirmed that no nonconforming product was released.

Event description:
A notification was received stating that a revision left knee (saiph) was planned for (B)(6) 2019. (B)(4).

Event description:
A notification was received stating that a revision left knee (saiph) was planned for (B)(6) 2019. (B)(4).

Manufacturer narrative:
Notification was received that a saiph revision left knee was planned for (B)(6) 2019. Information was provided on (B)(6) 2019 which stated that the implants were explanted and a revision system from another company was implanted. It was stated that the revision was required due to tibial rotation. The device history record relating to the manufacture of part number 193-602 lot 224553 was performed which confirmed that no non-conforming product was released. During the investigation it was identified that a possible contributing factor was a patient specific guide which had been used, supplied by kico knee innovation company pty ltd. An investigation response was supplied by kico on (B)(6) 2019 to matortho where they concluded "based on available objective evidence of inspection documents, training records of operators, guide design investigation and distribution of the psg. Kico is unable to identify any instances where an over resection can be attributed to design or intended use of the kico psg." The investigation has concluded that the revision was possibly due to intraoperative errors i.e. User error.